Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported having accidents after a fall which resulted in hospitalization (hospitalization is not related to device/therapy). After returning home, the patient thought they needed to increase stimulation so they turned it up from 0.9v to 1.0v. About a week prior to initial report, the patient realized stimulation was too much as it was hurting their vagina; they would like assistance decreasing stimulation. During the call, patient noted that they can't get the patient programmer (pp) antenna over their ins because they can't stand up; they need to wait for their spouse to come home and assist. As a result of what was reported, the patient is going to wait for their spouse to return and help them use the pp. In addition, how to decrease stimulation was reviewed with the patient and the pp quick guide was emailed to them. No further patient complications have been reported as a result of this event.